Event description:
Wound infection [wound infection], abdominal distention [abdominal distension], fever [pyrexia]. Narrative: this is a spontaneous report from a contactable healthcare professional (scrub tech) based on information received by pfizer from baxter (manufacturer control no: sr: (B)(4)). A female patient of an unspecified age and ethnicity started to receive absorbable gelatin, thrombin (gelfoam plus) kit, class iii (previously reported as absorbable gelatin (gelfoam), sponge class iii device), via an unspecified route of administration from an unspecified date at an unspecified dose for bloody drainage, oxidised cellulose (interceed), via an unspecified route of administration from an unspecified date at unspecified dose for an unspecified indication, and absorbable gelatin sponge, thrombin (floseal matrix haemostatic sealant), via an unspecified route of administration from an unspecified date at an unspecified dose for bloody drainage. Medical history included c-section from an unknown date. The patient's concomitant medications were not reported. It was reported by the scrub tech that after a c-section, interceed was placed on the uterus. Hemostasis was reported to be achieved; the interceed remained white in color. Then after closing the muscle layer, some bloody drainage was noted at the muscle layer, so floseal and gelfoam plus were used to achieve hemostasis. On (B)(6) 2012, the patient returned with a wound infection, purulent drainage, fever and some abdominal distention. An I&d surgery was performed; 350ml of pus was removed. Patient was admitted for IV antibiotics and follow-up with general surgeon, with plans to remove packing on (B)(6) 2012. The action taken in response to the events regarding absorbable gelatin, thrombin (gelfoam plus), oxidised cellulose and absorbable gelatin sponge, thrombin and the outcome of the events were unknown. Additional information has been requested and will be provided as it becomes available. Case comment: based on the limited information provided in this report, a possible contributory role of absorbable gelatin, thrombin (gelfoam plus) to the events wound infection, fever and abdominal distension cannot be completely excluded due to a temporal relationship of application of gelfoam plus with the reported events. A contribution of other agents interceed and floseal used in c-section is also a possibility. These events could also represent a postoperative (c-section) complication. However, this case will be reassessed when additional information becomes available. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators as appropriate. Follow-up (20mar2012 and 20mar2012): this report was initially submitted to the us FDA to absorbable gelatin (gelfoam). Based on additional information this report is being submitted to absorbable gelatin, thrombin (gelfoam plus). This is a spontaneous report based on information received by pfizer from baxter (mfg control number sr: (B)(4)), license party for gelfoam plus. New information reported includes: suspect product ((per the license partner clarification received that the suspect product was absorbable gelatin, thrombin (gelfoam plus) and not absorbable gelatin (gelfoam)), and event data (onset date of the events was (B)(6) 2012). Follow-up (28mar2012): new information reported from the same contactable healthcare professional (scrub tech) via license party, baxter, includes: onset date of events changed from (B)(6) 2012 to (B)(6) 2012 and date of packing removal provided as (B)(6) 2012. Amendment: this is a follow-up report to notify us food and drug administration (FDA) that MFR report number 1810189-2012-00001 and MFR report number 2937398-2012-00001 are duplicate. All subsequent follow-up information will be reported under MFR report number 2937398-2012-00001. MFR report number 1810189-2012-00001 is to be considered as deleted. Comment: based on the limited information provided in this report, a possible contributory role of absorbable gelatin, thrombin (gelfoam plus) to the events wound infection, fever and abdominal distension cannot be completely excluded due to a temporal relationship of application of gelfoam plus with the reported events. A contribution of other agents interceed and floseal used in c-section is also a possibility. These events could also represent a postoperative (c-section) complication. The follow-up information provided does not change the previous company clinical evaluation. However, this case will be reassessed when additional information becomes available. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators as appropriate.